Event description:
During annual pm for aqm generator, using esu analyzer and banana clips and customer measured high output. No patient or case involvement.

Manufacturer narrative:
Product event #(B)(4). Evaluation (method): generator returned to manufacturer and analysis results pending. Evaluation (results): generator returned to manufacturer and analysis results pending. Evaluation (conclusion): generator returned to manufacturer and analysis results pending. (B)(4)

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during routine pm check by facility, their biomed reported both low and high output readings. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: aqm generator quantity returned: 1 product code (sku): 40-402-1r serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: normal wear and tear; with no impairment to fit, form, or function of the generator. Internal visual: all cable connections and hardware are properly connected functional inspection: this generator successfully completes the power on self-test. Power curve is with in specifications lhr review: due for recertification (B)(4) 2009 investigation conclusion: the reported issue was not confirmed. There were no additional failures found during serving. (B)(4)

Event description:
During annual pm for aqm generator, using esu analyzer and banana clips, the customer measured high output. No patient or case involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.